Event description:
It was reported that the patient stepped on his cat and fell down. This occurred six months after he was implanted. The stimulation had moved. The patient only got relief on the left side and he could not get any stimulation on the right side. The pain on the right side was ¿unbearable.¿ the patient turned his stimulation down at night and he woke up¿miserable.¿ he had to turn the stimulation up to 2.0 to get any relief. It was noted that the therapy felt ¿good¿ when he was in the hospital for device implant. The patient went to the doctor¿s office and was told that the lead ¿may have moved and he should live with it.¿ the patient felt that the ¿main wire¿ had moved because ¿he can feel the lead on his main back muscle.¿ it was noted that the patient had x-rays and computational tomography scans done. The patient would like to have the device fixed. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the cause of the event was unknown. The programs were reset on 2013 (B)(6) by a company representative and the device was working fine. The patient had obtained coverage on the right. There was no mention of a fall or possible migration when seen in the office that day.

Manufacturer narrative:
Concomitant products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).